Event description:
It was reported that the pump time was incorrect, cause was unknown. Customer reported a blood glucose (bg) level of 38 mg/dl. Suspected cause was due to having a basal rate that was too high. Customer consumed carbohydrates to address bg level. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.